Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse did not find any evidence of blood contamination on the pim or safety disk. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields: h6(medical device problem code, investigation findings, and conclusion).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has balloon ruptured.